Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. 863667). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), musculoskeletal pain ("muscle and joint pain"), tendonitis ("tendinitis"), genital haemorrhage ("haemorrhages"), allodynia ("mechanical allodynia in hands and feet"), sleep disorder ("sleep disturbances"), memory impairment ("memory disturbances"), disturbance in attention ("impaired concentration / concentration problems"), mobility decreased ("loss of mobility"), fatigue ("daily fatigue."), condition aggravated ("condition worsening +++") and toxicity to various agents ("confirmed poisoning with toxins"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to condition aggravated, pelvic pain, musculoskeletal pain, tendonitis, genital haemorrhage, allodynia, sleep disorder, memory impairment, disturbance in attention, mobility decreased, fatigue or toxicity to various agents. The reporter commented: situation worsening day by day. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kg. [Investigation] (date unknown): confirmed poisoning with toxins. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted (lot no. 863667-invalid). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), musculoskeletal pain ("muscle and joint pain"), tendonitis ("tendinitis"), genital haemorrhage ("haemorrhages"), allodynia ("mechanical allodynia in hands and feet"), sleep disorder ("sleep disturbances"), memory impairment ("memory disturbances"), disturbance in attention ("impaired concentration / concentration problems"), mobility decreased ("loss of mobility"), fatigue ("daily fatigue."), condition aggravated ("condition worsening") and toxicity to various agents ("confirmed poisoning with toxins"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to condition aggravated, pelvic pain, musculoskeletal pain, tendonitis, genital haemorrhage, allodynia, sleep disorder, memory impairment, disturbance in attention, mobility decreased, fatigue or toxicity to various agents. The reporter commented: situation worsening day by day. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kg. [Investigation] (date unknown): confirmed poisoning with toxins lot no. 863667 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.